Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they had the device in their back for a few years but they had nothing but trouble with it. When it was first placed, their body tried to reject it and their health care physician (hcp) had to move it further in. There were no further complications reported.